Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred on the third day of supply use. The customer's current blood glucose (bg) level was 266mg/dl and a correction bolus via the pump was delivered to address the bg level; no bg impact was experienced for past occlusion alarms. A system check was performed with the current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support educated the customer in regards to causes of occlusion alarms and informed the customer that apidra insulin was contraindicated to the be used with the pump. The customer was to contact their healthcare provider to discuss the use of novolog insulin and was to perform a supply change to address the current occlusion alarm. A follow-up call was declined by the customer.